Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and scratched reservoir tube window.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error and it wouldn't reset. Customer does not recall blood glucose level at the time of the event. Alarm occurred during prime. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.